Event description:
It was reported that following the implant of an artificial urinary sphincter, the device worked well. After some time, the patient began to experience recurring incontinence again. This incontinence has continued to worsen. A revision surgery was booked.